Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported 6fr angio-seal failed to deploy correctly. The collagen plug has pulled straight out of the artery. There were no adverse results. Manual compression was used to achieve hemostasis. There were no adverse results to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One unused 6fr angio-seal evolution device was received for product evaluation. The device was received in a sealed header bag with all accessory components. The sealed header bag was opened and the device and accessory components were removed. There were no gross visual anomalies noted with any of the accessory components. Benchtop functional testing was then performed on a vessel model. The arteriotomy locator and hemostatic sheath were mated and inserted into the vessel model. The arteriotomy locator was then removed and the polyfoil pouch with the angio-seal evolution device was opened and inspected. No gross visual anomalies were noted. The angioseal evolution carrier tube assembly was inserted into the hemostatic sheath. Once the carrier tube assembly was mated with the hemostatic sheath and in the forward lock position, the anchor became exposed in the vessel model. The deployment sleeve was then moved into the rear lock position exposing the color bands and posting the anchor. The anchor was then backed up against the vessel model wall and the handle of the evolution was then pulled back. The tamping mechanism activated and tamped the collage. After the collagen was tamped, the suture release button was engaged releasing the suture. No anomalies were noted during deployment. There is no evidence that this event was related to a device defect or malfunction. Based on the returned device, the complaint could not be confirmed as the device was able to be deployed as intended.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in and to update to reflect the device return.